Event description:
It was reported that contamination occurred. A 2.0mm x 100mm x 150cm coyote balloon catheter was selected for use during a percutaneous transluminal angioplasty procedure. During preparation, upon opening the package, a hair was observed inside the device packaging. The device was exchanged for a new coyote device to complete the procedure. There we no patient complications as a result of the event.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).